Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported the treatment was cancelled but could not remember any additional details. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to continue using the cycler as normal and to call for troubleshooting if issues arise. Upon follow up, the pdrn confirmed that the patient reported that there was a fluid leak with the cycler. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. Per treatment data, the pdrn stated that the patient did not complete treatment. The pdrn confirmed that the patient is continuing peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a tech pumps check, a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported the treatment was cancelled but could not remember any additional details. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to continue using the cycler as normal and to call for troubleshooting if issues arise. Upon follow up, the pdrn confirmed that the patient reported that there was a fluid leak with the cycler. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. Per treatment data, the pdrn stated that the patient did not complete treatment. The pdrn confirmed that the patient is continuing peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.